Event description:
It was reported that markerband malposition occurred. During the coronary intervention, a 2.5mm x 12mm quantum? Maverick? Balloon catheter was advanced for dilation. Digital subtraction angiography (dsa) imaging revealed an unexpected presence of three platinum-iridium alloy marker points at the distal end of the balloon catheter, which made it difficult to position the balloon. The procedure was completed after replacing the catheter with a new balloon. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter telephone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.